Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be separated from the catheter. The lp was removed and replaced. The patient was discharged post procedure.